Event description:
A spybite biopsy forceps was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2008. According to the complainant, during the procedure, after a couple of passes through the spyscope channel, the forceps would no longer open and close. The physician was able to get one sample and completed the case using visualization. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.